Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 22 devices were evaluated in the field and the issue was confirmed; 17 devices had worn components, one device had a broken/damaged component, one device had a loose component, and three devices had cracked components. The devices were repaired and returned. 2 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage . There was no patient involvement.